Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f¿12f mynx control venous vascular closure device (vcd) did not deploy after proper technique. Hemostasis at the venous access site was achieved via manual compression for 15 minutes. There was no reported patient injury. The procedure used an antegrade approach. The mynx vcd was used in an ablation case. The venous access site¿s suitability was verified with ultrasound at 30-45 degrees. The vessel diameter was visible on ultrasound and verified to be greater than or equal to 5 mm. The device was stored and prepped according to the instructions for use (IFU) and the device was removed from the packaging using sterile technique. A non-cordis 10 fr sheath was used. The sealant sleeves were not out of place, and no damage was noted on them. There was exposure to bodily fluids and no damage was noted with the buttons. The deployer is in training with the mynx vcd. The rep stated they were supporting the case when the failure occurred. The device will be returned for evaluation along with the sheath.